Manufacturer narrative:
As received, a partial lead was returned in three pieces for analysis. Visual examination of the lead found an external abrasion on the is-1 connector leg breaching the insulation and ptfe liner exposing the ring electrode coil proximal to the suture sleeve tie impression. The cause of the reported events was isolated to external abrasion consistent with friction to the device can. The reported events of lead noise and insulation abrasion were confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
While reviewing transmitted device data, multiple episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event, and upon visual inspection, rv lead insulation damage was observed. The patient was stable following this event with no adverse health consequences.